Event description:
It was reported that the battery longevity estimate of this pacemaker had decreased from two years to five months in a time period of six months. Engineering analysis of device data revealed a high impedance battery with a power-on reset coinciding with a programmer interrogation. Technical services (ts) advised device replacement. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.